Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Intraocular pressure elevation is indicated as a potential adverse event related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in china. Iol got stuck during slider advancement; slider cannot advance. When the doctor found that the iol got stuck in the injector, he cutted the injector and finally the iol was implantated into the patient's eye successfully by using anther tool. At the end of the operation, the patient had eye pain, nausea and vomiting on the night of the operation, and the next day the patient had complications of elevated intraocular pressure. Now the patient has recovered well. Problem code: a0604 - optical distortion.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product (serial no.: thp712p8; model: py-60ad). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china. Iol got stuck during slider advancement; slider cannot advance. When the doctor found that the iol got stuck in the injector, he cutted the injector and finally the iol was implanted into the patient's eye successfully by using anther tool. At the end of the operation, the patient had eye pain, nausea and vomiting on the night of the operation, and the next day the patient had complications of elevated intraocular pressure. Now the patient has recovered well. Problem code: a0604 - optical distortion.